Event description:
A pt reported blood glucose results of 13.0 mmol/l, 8.1 mmol/l, 9.2 mmol/l and 12.1 mmol/l with a lifescan meter, peformed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision. Meter and test strips were replaced.